Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that electrocardiogram showed that there was no ventricular pacing. Device check confirmed that the ventricular lead was sensing atrial waves. Chest x-ray showed that the left ventricular lead was dislodged to the main coronary sinus. The lead was explanted and replaced with a screw-in lead. This event was documented during post-market surveillance of cardiac resynchronizationtherapy (crt) devices. No patient complications have been reported as a result of this event.